Event description:
On (B)(6) 2011, a patient (pt) contacted our firm reporting having seen an eye care professional (ecp) for a scratched cornea od and that he/she was dx with a bacterial infection. The pt was a new wearer of acuvue oasys contact lenses (cl) when the event occurred, had worn the cl about 5 days on a dw schedule and used complete moisture plus solution to clean/disinfect the cl. He/she was prescribed antibiotic drops by his/her ecp on tuesday (B)(6) 2011, told that he/she had a "very serious infection" and referred to an ophthalmologist (ophth). On (B)(6) 2011, our firm received clinic notes from the ophth. The pt presented (B)(6) 2011 while experiencing burning, a sharp pain, "fire feeling" and difficulty opening his/her od and was dx with a bacterial corneal ulcer (cu); pinhole 20/40. The drawing depicted sei with epithelial defect paracentrally located. He/she was treated with besivance qhr xl day, then q2hrs, ciloxan qhs and vigamox drops. The pt returned (B)(6) 2011 with the ulcer improving and 1+ injection; continue besivance q2h and ciloxan qhs. On (B)(6) 2011, the report stated the "eye still burns, eye stays closed most of the time", 2+ injection, 0.7mm dense focus, white infiltrate with minimal epithelial defect; meds continued. On (B)(6) 2011, the pt returned with decreased foreign body sensation, light sensitivity but was able to open his/her eye. The ulcer was 0.6mm in size with minimal haze and no epithelial defect. Besivance was increased and ciloxan continued. The pt returned on (B)(6) 2011 with decreased light sensitivity and pain, the ulcer was improved with 0.6mm opacified edge, a "large scar" and the va was better. Bcva not available. Vigamox was decreased to qid. On (B)(6) 2011, the pt stated he/she was scheduled to rtc next week for evaluation and cl refit. The pt couldn't remember what product he/she was wearing prior to wearing oasys.

Manufacturer narrative:
Our firm has made numerous unsuccessful attempts to obtain the lot number and remaining product for evaluation. Any additional information will be reported within 30 days of receipt. (B)(4). Device labeling single use or reuse. Device not returned. No evaluation will be performed. No conclusions can be drawn.